Event description:
A customer contacted beckman coulter and reported that a few drops of clear fluid had leaked near the cylinder on the right side of the diluter of their coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) including a lab coat and gloves at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed the leak to be isoton which was coming from worn green stripe tubing that is connected to the upper sheath restrictor through a pin sized hole in the tubing. Fse replaced the tubing which resolved the leak. The cause of the leak is related to worn green stripe tubing connected to the upper sheath restrictor. (B)(4).